Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for routine check. It was noted that the right atrial lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was attempted to be repositioned on (B)(6) 2017, but the stylet would not fully advance down the lead. The lead was instead removed and replaced. The patient was stable.